Event description:
A 51-year-old male patient with newly diagnosed glioblastoma (gbm) began optune gio therapy on (B)(6) 2026. On (B)(6) 2026, the patient's spouse informed novocure that the patient had temporarily discontinued optune gio therapy due to its negative impact on his mood. The patient was subsequently prescribed an unspecified antidepressant; however, due to intolerance, the medication was abruptly discontinued. In addition, the patient reported intense pruritus at the array sites as well as generalized pruritus, accompanied by erythematous patches on his back. The patient's spouse suspected the findings were consistent with hives related to anxiety. No medical intervention was reported for the pruritus. Follow up information received on (B)(6) 2026, the patient reportedly exhibited significantly low morale, and had a history of multiple depressive episodes, which were perceived to have been exacerbated by optune gio device use. On (B)(6) 2026, the patient's spouse reported that the patient had not resumed therapy. Multiple attempts were made to contact the prescribing physician; however, no response was received.

Manufacturer narrative:
Novocure medical opinion is that the contribution of optune gio device use may have exacerbated the patient's depressive mood. The contribution of the arrays to the pruritus on the scalp cannot be ruled out, although non-serious. The generalized pruritus is not related to device use. Mood altered and anxiety are common secondary symptoms of depression, therefore not coded separately. Depression is a known complication of the underlying disease. Depression is an expected event with optune gio device use (ef-11 2% and 12% ef-14 optune arm).